Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedances since implant with current measurements greater than 125 ohms. Technical services (ts) suspected something physiologic. Ts recommended evaluating the patient in-office to determine if shock impedance remains high or has returned to previous range. If it has come down, ts recommends monitoring patient. No adverse patient effects were reported. The lead remains implanted.